Manufacturer narrative:
(B)(4). Investigation summary: a complaint history check was performed and this is the 4th related complaint for stopper damaged and 2nd related complaint for scale marking illegible on lot # 0006858. Customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported the stopper was disfigured and the scale marking was illegible. The returned syringe was examined, and it was observed that the stopper was disfigured, and black streaks were present on the barrel a review of the device history record was completed for batch # 0006858 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200870663] noted that did not pertain to the complaint. There was one (1) notification [200870817] noted for scratch print. There was one (1) notification [200870922] noted for blank barrel. There was one (1) notification [200870931] noted for dry barrel. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Deformed stopper: root cause: zm notification 200870931 was created for dry barrels. There was a loose fitting on silicone gun #7. Corrective action: the fitting on silicone gun #7 was tightened. Scale marking illegible: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Based on the investigation, no additional investigation and no CAPA/sa is required at this time.

Event description:
Ir was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp had scale marking issues and stopper deformation before use. The following was reported by the initial reporter: "this is a report about two issues of insulin syringe (326638): the stopper was disfigured. The scale marking was illegible."